Event description:
It was reported that a malfunction alarm occurred after the pump was dropped. Reportedly the customer contacted a healthcare provider to obtain alternate insulin therapy. There was no adverse impact to the customer¿s blood glucose level. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: "do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface." H3 other text: device not returned.